Manufacturer narrative:
This MDR is result of a retrospective review of complaints. There was no device malfunction associated with the device since appropriate alerts were asserted. Patient was treated with glucose gels and he is doing well.

Event description:
On dec 04th 2019, senseonics was made aware of an incident where user experienced a hypoglycemic event where paramedics were called by cops and user was treated with two to three glucose gels.